Manufacturer narrative:
Two pictures were returned showing the plum burette set. There appears to be blood on the proximal end of the set. One of the pictures outlined in blue the secure lock male adapter. Additionally received one (1) used list #142730490 plum 150 ml burette set. As received no damages or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. During leak testing a separation between the tubing and the secure lock male adapter was found. Further inspection of the bonding site under uv light showed sufficient solvent and an unknown tacky residue on the tubing. The residue was observed to be in the part of the tube that should have been inside the secure lock male adapter bond pocket. Set met dimensional specifications. The complaint of leakage and subsequent backflow can be confirmed. The probable cause of the leak is due to incomplete insertion of the tube during assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Initial reproter phone number :(B)(6). 142730490, d4, g4: model number is not sold in the us but similar device is sold under model 1427329. This product was used for the di and 501k.

Event description:
An event involving a plum burette set with list number experienced leakage. The reporter stated "blood returned from the connector". Quantity is one and sample is available for return. The sr. Qa associate also mentioned that no further information is available for this complaint. Sample pictures of a set where blood was noted inside the set and the part of the tube which connects the luer lock was highlighted is available. Update: there was a leakage but unknown location. The event was noted during infusion of unknown solution. Unknown information for estimated amount of the bleedback or any bloodloss. There was patient involvement and no patient harm.